Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. Reportedly, the customer was using cold insulin with the pump and was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques.